Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was tested on 1/22/2024 with the procedure below: equipment: water tank reservoir. Calibrated IV set cal#: offset:-2.74%. Model: fx500i . Serial number: (B)(6). Calibration date: 03/30/2023. Next calibration due date: 03/31/2024. 1. Connect tubing into reservoir. 2. Prime tubing by gravity. 3. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start. Pass if the pump flow rate deviation is within +-4.5% accuracy. 4. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. The pump finished a 20 ml infusion with a flow rate deviation of -4.13%. This is within passing criteria. The reported issue is not confirmed. The pump meets passing criteria. It also was observed during testing that the battery was dead, and would not hold a charge.

Event description:
On 01/03/2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned on 01/03/24 for further evaluation. It was found out that there was no flow rate issue, but a battery issue. See the detail description in the h10 for further detail.